Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a yeast infection under her breasts and blisters on her back. The patient was in the hospital and bedridden. The patient's physician ordered the lifevest removed, and the irritation was treated with an antiseptic. The patient ended use and the patient's medical outcome is unknown.